Manufacturer narrative:
Production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and analysis: patient#: (B)(6) index procedure was performed on (B)(6) 2021. On (B)(6) 2022 apifix was notified that patient#: (B)(6) "reported a sharp pain in the back, and according to the doctor it appeared that the upper portion of the construct, just below the screws, has broken. This explains the pop and localized pain in the mid to upper back. No emergency surgery is required, and we are going to see patient in clinic to discuss options " on (B)(6) 2022 apifix was notified that the surgeon met with the patient, and the plan is to undergo apifix implant removal and posterior fusion spinal deformity with or without allograft on (B)(6) 2022. On (B)(6) 2022 a revision surgery occurred with removal of the apifix and conversion to fusion. Upon removal of the implant, it was identified that the implant was not broken as initially suspected; rather the lower polyaxial screw migrated resulting in a very large kite angle. There was no debris or osteolysis seen at the surgical site at the time of the removal. During the revision the surrounding tissues were observed as being healthy with no black discoloration. Apifix suspects that the proximal screw may not have been good screw fixation resulting in the collapse of kite angle. Risk assessment: at the time of this report, the incident rate for screw misplacement/migration was (B)(4) and is in line with the rate reported in the literature for this type of complication as described in the company's clinical evaluation report (B)(4) (cer dms-727 rev u).

Event description:
Patient#: (B)(6) index procedure was performed on (B)(6) 2021. On (B)(6) 2022 apifix was notified that patient#: (B)(6) "reported a sharp pain in the back, and according to the doctor it appeared that the upper portion of the construct, just below the screws, had broken. This explains the pop and localized pain in the mid to upper back. No emergency surgery is required, and we are going to see patient in clinic to discuss options".

Manufacturer narrative:
Return analysis: upon receiving the explanted devices at (B)(6), the devices were cleaned and sterilized. The devices were photographed and analyzed. There were no obvious defects with the devices. No major wear was observed in the spherical rings. It does not appear that the device had any contribution to the need for explantation. The device is exempt from the wear assessment of the retrieval analysis as the removal had an obvious failure mode related to proximal screw pullout. Apifix suspects that the proximal screw may not have been good screw fixation resulting in the collapse of kite angle.